Manufacturer narrative:
Continuation of d10: product ID neu_label_acc; serial# unknown. Product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: neu_label_acc, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a legal representative regarding a patient who was implanted with an implantable neurostimulator (ins). The patient asserted state-law claims against the manufacturer for personal injuries sustained as a result of a defective spinal cord stimulator device. The attorney alleged that the risks associated with the device "were not adequately disclosed in labeling, training materials, or risk-mitigation strategies." The attorney alleged that "cumulative changes spanning hardware design, software control, stimulation delivery, energy source, and interface protocols materially altered the mechanism of action, clinical handling, and risk profile of the spinal cord stimulator system." The attorney alleged that the patient was implanted with a device that "had been materially altered from its originally approved form without the patient¿s knowledge or the informed consent of the implanting surgeon." The patient had a complex medical history, including chronic spinal pain. After conservative therapies failed, the patient underwent a spinal cord stimulator trial. The trial was deemed successful by the implanting physician, and the patient was scheduled for permanent implantation. On (B)(6) 2018the patient underwent surgery for implantation of surgical leads and a neurostimulator system, with tunneling and implantation of the pulse generator in the lower back. The attorney later provided a different implant date, and stated that the patient was implanted on 2022-mar-03. The attorney alleged that the implanted device "was not the same device approved by the FDA under the original premarket approval." The attorney alleged that it was a ¿materially modified and adulterated version¿ that had been introduced through an accumulation of improperly reviewed PMA supplements, ¿including unapproved firmware and hardware changes.¿ following implantation, the patient experienced complications and progressive injuries, including persistent and worsening pain at and around the implant site, radiating pain in the back and legs, and episodes of unintended stimulation and electrical shock sensations. These symptoms interfered with sleep, mobility, and routine daily activities. Over time, the patient developed worsening pain in areas not targeted by the therapy, as well as unexplained discomfort that healthcare providers initially could not attribute to a specific device malfunction. The attorney alleged that during this period, the patient had multiple interactions with the manufacturer¿s sales representatives, who were routinely present during programming sessions and "actively adjusted the implanted device without supervision or input from licensed medical professionals." The attorney alleged that when the patient reported negative experiences, the response was repeatedly to ¿give it more time.¿ the attorney alleged that the manufacturer¿s marketing, labeling, and device documentation did not disclose that the device¿s design and firmware had been repeatedly modified through a PMA supplement process that avoided full premarket review. The attorney alleged that the manufacturer did not disclose that these modifications had not been independently tested for safety and effectiveness, despite being promoted as significant technological advances. The attorney alleged that the manufacturer maintained exclusive control over the device¿s internal firmware and post-market updates through proprietary software and wireless interfaces that were not transparent to the patient or the medical team. The attorney alleged that the patient¿s injuries resulted from implantation and use of the ¿adulterated device¿ and the manufacturer¿s ¿wrongful conduct.¿ the attorney alleged that the implanted system was ¿defectively manufactured¿ and that as constructed and assembled, it ¿deviated from design specifications and from other units in the same product line, rendering it unreasonably dangerous¿ when it left the manufacturer¿s control. The attorney alleged that the ¿defects included improper assembly, defective battery control firmware, flawed charging telemetry integration, and inadequate lead anchoring or stabilization¿ and that ¿these defects increased the likelihood of electrical shocks, charging failures, lead migration, and loss of therapeutic efficacy.¿ the attorney alleged that ¿as a direct and proximate result of these defects and failures to warn,¿ the patient suffered severe pain, neurologic symptoms, urinary dysfunction, diminished quality of life, emotional distress, loss of therapeutic benefit, and the need for ongoing and future medical care. The attorney alleged that ¿these risks were not adequately disclosed in product labeling, instructions for use, training materials, or marketing documents, nor were warnings updated to reflect known post-market performance issues.¿ the attorney alleged that the device failed to perform in accordance with express and implied warranties and was not of ¿merchantable quality or fit for its intended purpose¿ and that ¿rather than delivering safe and effective neuromodulation therapy, it caused painful shocks, symptom exacerbation, and new neurologic complications.¿ the attorney alleged that ¿had the true nature of the device¿s modifications, lack of clinical validation, and undisclosed risks been known,¿ the patient and implanting physician would not have selected or consented to implantation. The attorney alleged that as a result of the manufacturer¿s conduct, the patient suffered physical injury, pain and suffering, emotional distress, medical expenses, loss of enjoyment of life, and the need for continued medical intervention.